Event description:
We were informed of an adverse incident reported to our clinic by parents of a (B)(6) girl. The clinic has prescribed an enuresis alarm which the parents purchased new and used for 1 night before it malfunctioned. The girl has suffered burns on her neck and chest area where the enuresis alarm came in contact with her skin. The cause of the malfunction has been attributed to the malfunctioning medical device. The child did not do anything wrong. The parents brought in the enuresis alarm and it was clear that the heat was excessive and has deformed the device. The child has been visiting the clinic regularly for burn treatment.